Event description:
It was reported that the distal tip of the monopolar curved scissors instrument came off and nothing fell into the patient. No additional information was provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found that the tube extension is broken and missing a .375" by .130" piece at the proximal clevis interface. The clevis is dislodged from tube extension. One of the fracture planes of the tube extension is adjacent to an edge of one of the keys that mates with the proximal clevis. Engineering concluded that the tube extension most likely broke due to excessive side loading or rough handling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. Engineering also observed the distal end of main tube has a .900" long by .100" wide section with light material removed on one side of the tube. The damaged area is parallel to the tube axis and has a rough surface finish. Based on the location and appearance, the damage was most likely caused by a cannula accessory. No other damage found. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if additional information is received.